Event description:
Customer reportedly obtained results of 258mg/dl and 62mg/dl within 10 mins on the advantage sys. Customer took 2.1 units novolog insulin after the result of 258mg/dl. After obtaining the result of 62mg/dl, customer did not take more insulin. No adverse event reported due to these results. Requested return of suspect sys and replacement was sent. Info suggest comparison performed in the home.